Manufacturer narrative:
Per internal review completed on 21-nov-2023, it was determined that the obstruction of flow (a1409) medical device problem code applies to this event due to the mid-procedure lack of flow in the catheter. Subsequently, on 22-nov-2023, the product investigation was completed. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no thrombus residues in the device. The device features were reviewed, and during the analysis, an occlusion was observed. Further investigation revealed that the irrigation tube was bent close to the tip area. A manufacturing record evaluation was performed for the finished device 31037154l number, and no internal actions related to the reported complaint condition were identified. The irrigation issue reported was confirmed. The root cause of the adverse event remains unknown. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The thrombus reported could not be confirmed during the product investigation. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) per internal review, it was decided to submit a clarification/rewrite of the b5 event description information submitted in the initial report. There is no information here, only rephrasing/reordering/grammatical adjustments: the event description is as follows: it was reported that a patient underwent a pulmonary vein isolation ablation procedure with a pentaray nav high-density mapping eco catheter. The patient experienced a thrombus. After 10 min of mapping, the pentaray splines were not displayed on the mapping screen and it was not possible to acquire fast anatomical mapping (fam). A message error was indicating "severe magnetic distortion on pentaray". Operators spent 5 minutes looking for a cause of magnetic distortion in the lab to no avail. Finally, a message error indicated "magnetic sensor error" on the pentaray. The pentaray was changed for a like device and the issue resolved. The incident/error contributed to a 20 minute surgical delay. There were no patient consequences associated with this first pentaray--nor were there MDR-reportable events. The MDR-reportable event is the following is in regards to the replacement pentaray. Before the device was inserted into the patient, the pentaray irrigation was working correctly. After the left atrium reconstruction with the pentaray, the medical team noticed a thrombus near the left atrium, which constituted something that was not present at the beginning of the procedure. At that moment, the medical team noticed that the irrigation of the pentaray was not working and was perhaps obstructed. The medical team had to immediately stop the procedure to avoid any complication. The activated clotting time (act) post thrombus was 345. The procedure was not successfully completed. The operation had to stop immediately to avoid any complication. There were issues related to temperature and flow on the catheter as the lack of flow could have caused a clot. Although the ablation catheter was inserted into the patient during the thrombus' discovery, the medical team did not perform any ablation on this patient. Transseptal puncture was performed, the pentaray, the ablation catheter and the clot were on the left atrium of the patient. The patient received heparin right after the transseptal puncture. The act was regularly checked and was at 345. The physician decided to stop the procedure when he noticed the clot with the transesophageal probe. Patient did not exhibit any neurological symptoms since the procedure. The physician considered that the char /coagulum/thrombus/clot was excessive (based on their clinical experience). In the physician¿s opinion, cancelation of the procedure did not contribute to any patient injury--but the clot could cause serious injuries if it is not treated. Patient did not require extended hospitalization due to a medical condition caused by procedure cancellation.

Event description:
It was reported that a patient underwent a pulmonary vein isolation ablation procedure with a pentaray nav high-density mapping eco catheter. The patient experienced a thrombus. After 10 min of mapping the pentaray splines were not displayed on the mapping screen and it was not possible to aquire fam, a message error was indicating "severe magnetic distortion on pentaray". Operators spent 5 min looking for a cause of magnetic distortion in the lab without any result. Finally a message error indicated "magnetic sensor error" on the pentaray. Changing the pentaray catheter solved the issue. Surgery delayed due to the reported event by 20 minutes. No patient consequences. This is not the MDR-reportable pentaray in question. Details regarding the second pentaray/MDR-reportable complaint device: also, it was reported that before being inserted in the patient, the pentaray irrigation was working correctly. After the left atrium reconstruction with the pentaray, the medical team noticed a thrombus near the left atrium. Appendage that was not present at the beginning of the procedure. At that moment they noticed that the irrigation of the pentaray was not working (maybe obstructed). They had to stop immediately the procedure to avoid any complication. They measured the act after having noticed the thrombus act 345. The patient was fine when we left the lab. Action taken when event occurred was that they stopped the procedure, act checked. Procedure was not successfully completed. They had to stop immediately the procedure to avoid any complication. An ablation catheter was inserted in the patient. This catheter have been discarded. The patient was in the room at the time of the cancellation, the physician decided to stop the procedure when he noticed the clot with the transesophageal probe. The patient was under general anesthesia. Transseptal puncture was performed, the pentaray, the ablation catheter and the clot were on the left atrium of the patient. In the physician¿s opinion, cancelation of the procedure did not contribute to a death or a serious injury to the patient but the clot could cause serious injuries if it is not treated. Patient did not require extended hospitalization due to a medical condition caused by procedure cancellation. There were issues related to temperature and flow on the catheter as the lack of flow could have caused a clot. They did not perform any ablation on this patient. The patient received heparin right after the transseptal puncture. The act is regularly checked and was at 345. They did not perform any ablation on this patient. Patient did not exhibit any neurological symptoms since the procedure was completed. The physician considered that the char /coagulum/thrombus/clot was excessive (based on their clinical experience).physician considered the amount of char /coagulum/thrombus/clot observed caused a potential risk to this patient as he assessed that there was a serious risk of stroke. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious. Thrombus/clot is MDR-reportable.

Manufacturer narrative:
Note: in section b1, the event date is represented as (B)(6) 2023 as the actual event date is currently unknown to bwi. Follow-up is in progress. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 12-july-2023, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).